Event description:
The facility representative reported an infusion pump with failure code 570. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.